Event description:
Reported being hospitalized due to high bg as per md. During troubleshooting it was discovered that programming was incorrect. Explained to customer the impact of incorrect programming on bg. Assisted customer with basal rates. Programming was correct.